Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine, dose and concentration not reported. The indication for use was non-malignant pain. The patient¿s medical history included a c3 cervical fusion in 2010. The patient was inquiring why he was not given more information. The patient reported he was reading the patient manual and wished he was provided it before he was implanted. The patient reported their trials went well. The patient was told that their pump would not pump the meds high enough to take care of his neck, shoulders and arms. The patient was not getting relief in their neck, shoulders and arms and never has since implant. The patient plans to wean off the pump and have it removed. The patient stated that he had only one ambassador talk to him that did not have the same kind of pain as the patient did. The patient was feeling weak and feels like he cannot use his arms. The patient was also having issues with their insurance company. The patient has had nausea and thinks it is related to stress from dealing with the insurance company. The patient¿s refill is on (B)(6) 2017 and the patient was concerned that the pump will not get filled due to insurance issues. The patient was told by his healthcare provider that he should go to the ER (emergency room) if his pump does not get filled and they will make sure it is filled. The patient was still taking ativan, valium and norco. The patient stated that the pump is not working for him and his pain has not changed since implant. After a pump bolus the patient would feel okay for 2-3 days and then would be back to his normal pain again. The patient stated that the catheter was checked about a year ago but the patient did not provide the results. Additional information was received from the patient on (B)(6) 2017. The patient responded verbally to the follow-up letter sent to them as they noted they get cramps from writing too much. The patient reported that an x-ray and a dye study were performed roughly a year prior to assess if the pump was working. It was confirmed that the pump was working and was pumping into the spinal cord. The patient also reported that as an intervention to resolve the lack of effect, the pump was ¿upped so far to the point they can't increase anymore¿. The patient noted that they build tolerance quickly, but that they had had good results with IV medications and during the test trial. The patient also reported that they would get a bolus in their back, which would help for a couple of days before returning them back to the state that they were in previously. The patient also reported that their pump was refilled on (B)(6) 2017. Their health care provider decreased the pump and was attempting to wean the patient off the medication until (B)(6) 2017. The patient also noted that they had had a cervical fusion in the past and then the pump was put in and ¿nothing is working¿. The cause of the lack of effectiveness, which was considered unresolved, remained unknown. Additional information was received on (B)(6) 2017 from the patient¿s healthcare provider (hcp). It was reported that no diagnostics were done related to the patient¿s lack of effect since implant, but that the pump medication was changed from morphine to dilaudid and then back to morphine. The cause of the patient¿s lack of effect was the result of the pump not covering the patient¿s surgical cervical spine pain. However it was reported that the patient¿s pain temporarily improves with pump increases. On (B)(6)2017 additional information was received from a consumer. The pump had never worked since implant. The therapy has "never worked in the first place". "Every once in a while¿ it would give the patient a bolus and work for a couple days and then it would wear off and go back to hurting. The patient had a headache in the past. The purpose of getting the pump was because the trials went good; the intravenous (IV) with the catheter and a night in the hospital; ¿getting a shot with a regular syringe". The patient was having a hard time finding someone to refill his pump as the refill date was (B)(6). The patient considered going to the emergency room (ER) to get his pump refilled in the coming weeks. The patient was on sedoxil which was used to counteract opiates and get people off heroin. The pump delivered morphine and was changed to dilaudid once, and that did not work. The pump also delivered bupivicaine or something; a numbing agent. The concentration and dose were unknown. The patient was trying to get off of the pump. The medication was ¿lowered and lowered and lowered and lowered and my ultimate goal is to get rid of this thing¿. It was believed to be at 1.8 but was unknown if that was per hour or per day. ¿last I knew it was at 2.0 but I am pretty sure the last time she filled it she lowered it". On (B)(6) 2017 additional information was received that reported a volume discrepancy. The patient stated almost every time, not all of the time but most of the times, when the patient would get the pump filled they took out the old medication there would be more drug in the pump than they expected. The patient stated that they were expecting to run out of medication soon (thinks on (B)(6) 2017) and the patient currently did not have a healthcare provider anymore and was having difficulty finding a physician to refill the pump. Per the patient the nurse told him that they may just fill the pump with saline and stop using the pump. The patient goes to a different pain clinic and they were trying to get the patient on surfaxin because they do not work with opiods. The patient also stated they had gone through morphine withdrawals but this was prior to ever having the pump. The patient reported taking 3 pills of morphine before the pump was implanted and it made him sick. The patient requested physician listings. No further patient complications were reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017. The patient reported that they were concerned that their pump would not get filled and that they would not hear the alarm. The patient reported again that they did not have a managing physician as their pain clinic had closed. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-09. (B)(4) were added to reflect the information received on 2017-oct-09 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4)2017 from the consumer. The patient reported that they don't know if their pump is empty or stopped, but as far as they can tell it is empty and stopped. The patient also reported that they are "hurting real bad". The patient confirmed that they have not heard the pump alarm, but note that their ears are ringing from all the background noise, which began at an unknown date. The patient also noted again that the "pump having more medication" did not happen every time. The patient also noted that they had spoken with a manufacturer's representative, but had not heard back from them. The patient's medication at the time of the event was listed as 1.8 ml of morphine and bupivacaine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative (rep). It was reported that the patient was in the emergency room and his pump was alarming. A rep was called to turn the alarm off. It was noted the alarm started "last night" on (B)(6)2017 and it had been going off every 20 minutes. No symptoms were reported. It was later reported that the rep was with the patient and the patient wanted to electively shut off the pump since the patient no longer had a managing healthcare professional (hcp), however, no one could sign the pump off form as the patient did not have an hcp. It was then stated that the rep would program the pump to minimum rate to extend the low reservoir alarm in the future, giving the patient time to find another hcp. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer. It was reported that the patient had not yet found a healthcare provider to manage their pump. The patient confirmed that their pump was empty and was not stopped. According to the patient, the alarm was still going off. It took 5 days to meet up with a manufacturer's representative (rep) and the rep could not stop the pump. The pump had been reprogrammed to show that it had saline in it and was set to the lowest setting of 1 ml/day. Per the rep, the alarm would not go off until 2034. However, the patient has been trying to get the pump out and is waiting to see if they can get in with a neurosurgeon. The patient reported that they had have a cervical MRI on (B)(6) 2017 because the patient believe they need another fusion. The patient noted that they had been having trouble walking since (B)(6) 2017, around when the pump was set to have "saline" in it. That night the patient woke up and couldn't breathe and went into withdrawal. The patient did not think that the walking issue had anything to do with the pump, but is because of the problem with the disk in their neck which started prior to the issue. The patient believed it was a coincidence as the patient was not having breathing problems now. The patient believed it was just their neck. The patient also reported that the "surplus of meds in the pump" was due to the scheduling of the patient's refills. The patient could only have the pump refilled on certain days. The hcp would make an appointment for the refill about a week ahead of time and sometimes there would maybe be more drug than usual, the patient confirmed again that it was not every time.